Manufacturer narrative:
Device evaluation- one used device was returned for evaluation. The device was examined- this showed a tear in the bag which would allow for leakage. The manufacturing facility determined the likely cause was improper handling of the bag during manufacturing.

Event description:
Information was received indicating that during the use of a smiths medical cadd cassette reservoir, the customer noticed the upper part of the medication bag was partially torn. Also, the cassette housing's pressure plate got detached, causing medical fluid in the medication bag to leak. There was no patient injury.